Event description:
It was reported that during a da Vinci-assisted surgical procedure, the tip guard on the Monopolar Curved Scissors (MCS) instrument Tip Cover Accessory had slipped slightly forward, could not be straightened again, and could not be removed from the patient until it had been unlocked with a removal key and then removed. The procedure was completed with no reported injury.Intuitive Surgical, Inc. (ISI) followed up with the initial reporter and obtained the following additional information: The MSC Tip Cover Accessory was properly attached before the procedure, and the attachment process was straightforward and uneventful. The cover did not fall into the patient, nor did any of its individual parts; instead, it simply slid toward the tip of the scissors, and as a result the scissors could no longer be moved. Unfortunately, the cover was removed by the Central Sterile Supply Department and discarded.

Manufacturer narrative:
Intuitive Surgical, Inc. (ISI) did not receive the da Vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return as the customer reported that the accessory was disposed. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.NOTE: This report was impacted by the eMDR scheduled maintenance occurring July 22, 2026 ¿ July 27, 2026.